Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post-procedure follow-up. It was noted that the incision site was dehisced; it was healing by secondary intention. Good escar was noted and there was no redness, bleeding, oozing or swelling. The patient was in stable condition with no complications.